Event description:
Device operating instructions in user manual advise to regulate vaccum pressure between 100-150 mmghg with the vaccum line unblocked. They cite the aabb (american assoc of blood bank) guidelines. This is contrary to the aabb guidelines, which clearly state the vaccum line must be clamped whenever the suction regulator is adjusted. Clinical engineer did speak with the co rep who agreed the manual is incorrect. (*)